Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin had squirted out during priming. Customer¿s blood glucose was unknown at the time of incident. The customer stated that motor was running slow during rewinding. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no delivery alarm, prime or fill anomaly and rewind anomaly due to buttons not responding. Device received with cracked case display window corner.